Manufacturer narrative:
Philips service performed remote diagnostics, advised the user to clear disk space, and suggested calibration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that multiple generator and disk space errors were detected via remote diagnostics on a allura cv20. The clinical use of the system was in use. There was no reported patient or user harm.